Manufacturer narrative:
Plant investigation: although it was stated that the cassette was available to be returned, to date the complaint device has not been returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between the patient event of swelling testes and peritoneal dialysis (pd) therapy on the liberty cycler with cycler set as the peritoneal dialysis nurse (pdrn) alleges the swelling was due to the pd therapy on the cycler. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler and cycler set and the patient¿s swelling. No medical intervention was required. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a patient¿s peritoneal dialysis (pd) treatment. The pdrn stated that during the patient¿s training treatment at the clinic, the patient was being taken off the cycler on step 9 and a fluid leak was noticed inside the cassette door of the cycler when removing the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up with the pdrn, the treatment was discontinued and the patient did not do a manual drain in order to let the new site heal. The pdrn stated that this was the patient¿s first pd treatment as the patient had just transitioned from hemodialysis (hd) therapy. The pdrn stated that the patient was administered prophylactic antibiotics vancomycin (1 dose, 2 grams, intraperitoneal) and ceftazidime (1 dose, 1 gram, intraperitoneal) for the event. Additionally, the pdrn stated that a culture (unspecified type and date) was taken due to the event, however, it came back negative. The pdrn stated that the patient returned home, however, called into the clinic later that same day due to swelling in their testicles. The pdrn stated that the patient had a doctor¿s appointment for the swelling, however, did not go. The patient moved back to hemodialysis (hd) therapy after the event. The pdrn believes that the swelling in the patient¿s testicles was due to the fluid not removed from cancelling the pd therapy. The cassette used by the patient was reported to be available for return to the manufacturer for physical evaluation.